Event description:
The patient has 4 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient has never experienced effective therapy. Patient denied any falls or trauma. Physician recommended relocating the leads in order to improve therapy. As such, surgical intervention may take place at a later date.

Event description:
Additional information received indicated that rather than repositioning the leads, the physician explanted and replaced the patient's system. Postoperatively, the patient was reportedly receiving effective therapy and the issue is resolved.